Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead insulation was found to have been damage. Additionally, the lv had dislodged. Confirmed both issues on x-ray imaging. The left ventricular lead was not used and another lv lead was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
Additional information e1: physician first name should be "pratap".

Event description:
New information notes initial reporter is dr.(B)(6).

Manufacturer narrative:
The reported events were dislodgement and insulation damaged. As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of insulation damaged was confirmed. Visual analysis noted the lead body was cut / damaged in the middle region of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found is consistent with procedural damage.